Manufacturer narrative:
The failure mode was confirmed in the received sample. The received sample showed damage in the part between the connector and the flange. The reported failure mode can be reproduced but not replicated under a change of parameters. This mark is considered as an isolated condition. However, the operator work instruction is not called to check for flow marks and there is not visual aid in the instruction to show the defect. (B)(4).

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is rec'd, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer states: after use, a doctor tried to replace the tube and found a crack on it. Customer confirmed no pt harm.